Manufacturer narrative:
Corrected information was provided in d3, d6a, d6b and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of failure to detect purge cassette was a defective rfid chip that prevented the purge cassette from being read by the console. This issue is traced to component failure of the rfid chip.

Manufacturer narrative:
D4: updated catalog number, UDI, and manufacturer date.

Event description:
This report was sent for the purge cassette product malfunction. The complaint of hemolysis and death were reported on the impella 5.5 report. This impella purge cassette device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5.

Manufacturer narrative:
B5: provided clarification on the complaint description. Added related complaint information. D9: added devices return information. H10: added the related device report number.

Manufacturer narrative:
Additional information was received, and an updated clinical assessment was completed and documented in section b5 (event description). The information provides the patient's outcome at the end of support. At end of unit support, care was withdrawn and the patient subsequently expired. The type of reportable event remains unchanged for this device report. The demise outcome is associated with the impella pump device report. Related report number. This is one of two device reports associated with the patient event. Refer to h10 for the related report number(s).

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 71-year-old male patient presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was an out-of-box defective purge cassette. A new cassette was placed without issues. In addition, there was concern for hemolysis. The plasma free hemoglobin was 2.9; however, the physician was concerned with down trending platelets. Blood products were transfused. After 18 days on support, the family withdrew care and the patient expired on support. The impella functioned at p-4 at 1.9l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the underlying clinical condition of a critically ill patient in heart failure and cardiogenic shock, complicated by stage c shock.

Manufacturer narrative:
This is one of two related reports. This report represents the purge cassette and another report was submitted to represent the impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 71-year-old male patient presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was an out-of-box defective purge cassette. A new cassette was placed without issues. In addition, there was concern for hemolysis. The plasma free hemoglobin was 2.9; however, the physician was concerned with downtrending platelets. Blood products were transfused. The post-procedure outcome is unknown. The impella functioned at p-4 at 3.2l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.